Manufacturer narrative:
Reference:cmp-(B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the handle of the instrument has begun to wear off and fragments are detaching from the tip of the impactor. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was identified as wear without fracture. This is not a reportable event. The initial report was submitted in error and should be voided.